Event description:
The event occurred on an unspecified date and involved a plum a+ where it was reported there was air entering line after more that one hour of pumping, regardless of cassette and tube changes. The problem was found out while infusing. There was no patient involvement, no adverse event, and no delay in therapy.

Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received. Additional contact information: (B)(6) engineering department email: (B)(6). Phone: (B)(6).

Manufacturer narrative:
Product received 8/25/2023. Reviewed the event logs and found event n234 and n232. Completed an infusion rate 40 and duration 1.5 hours. Also noted in the event logs unable to recognize any infusion lasting more than several minutes in time. The complaint could not be replicated. There was visible damage to the cassette door in the top right. Replaced the door. The pump passed all performance verification testing (pvt).